Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that the battery oscillator device produced heat. It was further determined that the device had component damage, contact damage and was deformed/bent. It was further determined that the device failed pretest for general condition. It was noted that the damage found could only be caused by improper use (eg fall damage) and that the control unit was deformed in such a way that the housing did not stay in the right place. It was further noted that the screw thread of the motor flange was broken, and the motor got too hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.